Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 230 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the cartridge and infusion set tubing were changed to address the issue and insulin delivery was resumed.